Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw was unknown.

Event description:
It was reported during surgery that while using the orange torque limiting driver handle a 1.5 driver tip broke inserting 2.3 screws in an aculoc 2 vdr plate. The broken driver tip was removed from the head of the screw in two pieces. The surgery was completed after a 5-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00750 for the driver involved in this event.